Event description:
According to the reporter, during a lobectomy of the liver, the device broke off but the broken part was removed from the body. They used another like device to complete the procedure. There was no patient injury. No further information available.

Manufacturer narrative:
Additional information: b5, d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The returned product did not meet specification as received because of the broken tip of the jaw. Visual inspection found that the plastic tip on the jaw fractured. The broken piece was not returned. The reported condition was confirmed. The insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping/cracking of the insulation. Engineering ruled out manufacturing and supplier as the possible causes of the fracture. The device was plugged into an ft10 generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy of the liver, the device broke off but the broken part was removed from the body. They used another like device to complete the procedure. There was no patient injury.